Event description:
As reported from our affiliates in columbia, during a transfemoral transcatheter aortic valve replacement (tavr) with a 23mm sapien 3 valve, during deployment, upon inflation, the balloon ruptured and the valve did not inflate correctly. The underinflated valve was kept in place and the delivery system was withdrawn from the patient and a new commander delivery system was used to fully inflate the valve. The valve was deployed successfully. A leak in the balloon was noted upon inspection. The patient is stable post procedure.

Manufacturer narrative:
Update section b5. Please reference related manufacturer report no:2015691-2021-03715. The 23mm commander delivery system was returned unlocked with no fine adjust or flex used, the stylet was inserted. Visual inspection of the returned device was performed and the following was observed: leakage was observed on the inflation balloon; pinhole seems to be propagated, leading to a larger measurement, possible during the decontamination process. A review of imagery provided showed the delivery system was inflated after the procedure and an inflation balloon leakage can be observed. Dimensional inspection was performed and the inflation balloon single wall thickness was measured. All measurements met specification. Due to the nature of the complaint (leakage), no functional testing was able to be performed. A device history review (DHR) was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. A lot history review was performed and revealed no additional similar complaints relating to balloon leakage. A review of the complaint history from july 2020 to june 2021 revealed additional similar complaints for commander delivery system (all models and sizes) for balloon leakage. The complaints were confirmed, but no manufacturing non-conformities that would have contributed to the reported events were identified. Available information suggested that patient and/or procedural factors may have contributed to the complaint events. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. The following instruction for use (IFU) were reviewed: commander IFU, preparation training manual, and procedural training manual. A review of the IFU and training manuals revealed no deficiencies. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for balloon leakage was confirmed by the provided video and condition of the returned device. However, no manufacturing nonconformance was identified during the evaluation. A review of the DHR, complaint history review and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. As reported, ''the patient had calcification''. The presence of calcification can create a challenging pathway for balloon positioning and inflation. It is possible that during the inflation of the balloon, the balloon came into contact with calcification, resulting in the reported damage. Available information suggests that patient factors (calcification) may have contributed to the reported event. Since no product non-conformances or IFU/training manual deficiencies were identified, a product risk assessment escalation and corrective/preventative action (CAPA) are not required.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Investigation is ongoing.

Event description:
As reported from our affiliates in columbia, during a transfemoral transcatheter aortic valve replacement (tavr) with a 23mm sapien 3 valve, during deployment, the balloon did not inflate. The system was withdrawn and the valve was re-crimped on a new delivery system. The valve was deployed successfully. A leak in the balloon was noted upon inspection. The patient is stable post procedure.